Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implant procedure, the lens optic broken/cracked/split/torn. Additional information has been requested.

Manufacturer narrative:
Corrected information has been provided in d.10. The manufacturer internal reference number is: (B)(4).